Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice (hc) device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During rite testing nothing was found that could cause or contribute to the reported event. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. As a result, the cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified acute symptom and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the unspecified acute symptom was not reported. The patient was not hospitalized at the time of death. Peritoneal dialysis therapy was reported to be ongoing prior to death, but it was unknown if the patient was connected to the baxter device or if therapy was being performed with a baxter device and/or baxter solutions at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.